Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain. It was reported that they were "unable to aspirate or fill:" an experienced nurse had been having trouble aspirating and filling the pump. It was reported that the pump was fairly new and each time it had been difficult. It was reported that the nurse encountered extreme pressure when she was in the reservoir and was certain something was wrong because it was not like a normal fill. The reporter stated that she would leave out a few cc's that she could not get in. The reporter stated that this was consistent of each refill. The reporter did not known how many refills or if they had any problems at implant. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight at the time of the event was (B)(6) pounds. It was reported that the patient first started experiencing the difficulty aspirating and refilling the pump at the first refill after the new pump was placed. It was reported that the cause of the difficulty aspirating and refilling the pump was not determined. It was reported that the hcp spoke to the manufacturer representative (rep) to resolve the difficulty aspirating and refilling the pump, which had not been resolved at the time of this report. It was reported that the pump was still in place and was scheduled to be filled (B)(6) 2017, and the rep had asked to be present. No further complications were reported.